Manufacturer narrative:
The event of capsular contracture baker grade ii/iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reports capsular contracture baker grade ii/iii.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis of the returned device identified: fold/creases, a broken shell with a striated edge on the anterior side and curved openings with striated edges on anterior side. Based on the device analysis the final assessment is: a broken shell with striated edges, assessed as surgical damage. Curved striated openings also assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and availability of product return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.